Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical ram parity error recorded on (B)(6) 2012. Parity error is considered low severity and the device should be able to recover after reset.

Event description:
It was reported that there was electrical reset on the device due to ram parity error (bit flip). The device was able to properly recover from the reset and appears to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.